Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience muscle stimulation. The patient was symptomatic from pacing on either ra or right ventricular (rv) lead. Subsequently, both leads were repositioned and checked for any stimulation at maximum output from the pacing system analyzer (psa) and once reconnected with the pulse generator. There was no sensation noted, and lead measurements were normal. No additional adverse patient effects were reported.